Event description:
Technician alleged the siderail could not latch. No patient impact.

Manufacturer narrative:
The technician replaced the siderail lower pivot block, bolt and roller guide to resolve the issue.